Event description:
After pre-dilation with an edwards 23mm x 4cm bavc, the patient developed complete heart block (chb) and required maintenance pacing. The 26mm sapien xt valve was inserted and successfully deployed. Post-procedure the patient was still in heart block and was sent to recovery in stable condition with the temporary pacemaker in place. One (1) day post tavr, the patient was scheduled to have a permanent pacemaker (ppm) placed. The cause of the chb was attributed to calcium in the lvot pressing on the av node. Fourteen days post tavr, the patient expired. The patient died in the hospital from aspiration pneumonia. They were unable to wean the patient from the ventilator because of poor lung function, per the valve clinical coordinator.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium ((B)(4)) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the complete heart block is likely related to the mechanism described above. The patient¿s death does not appear to be related to the valve or other edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.